Manufacturer narrative:
Per good faith effort (gfe) response, the customer stated the roll stand replacement was no longer needed. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the universal stand was damaged/broken. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the universal stand was damaged/broken. The remote service engineer (rse) provided the customer with the part numbers for a partially assembled roll stand. This investigation is ongoing.